Event description:
Healthcare professional reported two and a half months after injectio to the nasolabial folds with juvederm ultra plus xc patient developed "inflammatory characteristics in local, with burning, edema and blushing, adjacent to the treated region". Patient was treated with prednisone. Five days after treatment with prednisone began, the reported edema at the injection sites improved, however the patient then developed "micro-vessels" and "a small edema" in malar region. Without consulting the healthcare professional patient decreased the dose of prednisone and the swelling returned. A second course of prednisone and ciprofloxacin were given as additional treatment to the patient. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammation characterized by burning, edema and blushing and the event of "micro vessels" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects - the patient must be informed that there are potential side effects linked to this procedure, which can be ether immediately or delayed. This include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Patient must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate. Any other undesirable side effects associated with injection of juvederm ultra plus xc must be reported to the distributor and/or to the MFR.